Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced erosion of their molars. Patient was seen for dental examination and the dentist found concerning erosion on the molars which is believed to be exacerbated by a damaged upper aligner that the patient was advised to continue to wear.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.